Event description:
Patient admitted electively for asd (atrial septal defect) closure with a clamshell device. The device escaped resulting in emergent surgery for retrieval of device and closure of secundum asd with dacron patch closure. There were no intraoperative complications and patient was weaned from ventilator and extubated within 3 hours. He developed hypokalemia, acute post-operative blood loss that did not require replacement, and thrombocytopenia that resolved by the time of discharge in 2008. He also had postoperative atelectasis which was treated with vigorous pulmonary toilet and cardiac ambulation.